Event description:
Several of the (30 each) mosiaq workstations, including the ones at the linacs were locking-up, one or two at a time. The physicist on duty reported to is and mosiaq, who was logged in remotely, to shut-down the server since the ix was the only machine working at this time. Representatives from mosiaq reviewed the software and files and re-booted the server. About one hour later all systems were up, except for one in dosimetery. It will need to be replaced with a new computer. The faulty computer in dosimetery has subsequently been replaced. Mosiaq appears to be more stable since. Statement by daily calibration technician: a server was rebooted and I am not sure if access to the server was required from the outside vender.